Event description:
The report states, "pt wearing 2 week disposable contacts for six months, corneal ulcer right eye." Under, "outcomes attributed to adverse event" checked "required intervention to prevent permanent impairment/damage." No other information available.